Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The area was described as an open pimple. There was no alleged device malfunction contributing to the irritation. The patient contacted their physician regarding the skin irritation, but there is no indication that the physician made any recommendations. Outcome of the irritation is unknown as follow up attempts were unsuccessful.